Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient reported a controller fault message present on the system controller display with no alarms. Emergency services was dispatched to the patient's home and upon inspection of equipment, it was noted that no other lights other than the pump running green light were on or any audible alarms noted. The patient also stated not hearing any alarms since around 11:00 am which were brief and had to do with a low flow at the time. Upon inspection it was also noted that the controller did not answer to any commands when display button or any other buttons pushed. The patient's system controller was exchanged. Log file submitted captured a low flow event on (B)(6) 2021 at 10:23:31 which occurred when pulsatile index (pi) was elevated. There did not appear to be any type of equipment issues causing this event; however, the event file captured a controller internal fault on (B)(6) 2021 at 18:11:17 due to an lcd communication issue. There were no other unusual events recorded in the log file event history. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01808.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the log file. The log file spanned approximately 5 days (B)(6) 2020 to (B)(6) 2021 and (B)(6) 2021 per the timestamp). A controller internal fault (internal error code f29) activated on (B)(6) 2021 due to a controller lcd communication fault. The alarm continued to be active and did not affect the controller¿s ability to operate at the set speed limit. No other notable alarm was observed. Initial inspection of the returned hm3 system controller, serial (B)(6) , revealed replace controller fault alarm associated with lcd communication fault. The alarm did not affect the functionality of the controller. Bitmap software was reloaded onto the controller. The controller was then connected to a mock circulatory loop and underwent functional testing without any issue. A root cause of the reported event was determined to be caused by a corrupted bitmap software; however, a root cause of the corrupted bitmap software was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 17oct2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller internal fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of controller internal fault alarm was confirmed via the log file. The log file spanned approximately 5 days ((B)(6) 2020 to (B)(6) 2021 per the timestamp). Controller internal fault (internal error code f29) activated on (B)(6) 2021 due to controller lcd communication fault. The alarm continued to be active and did not affect the controller¿s ability to operate at the set speed limit. No other notable alarm was observed. The hm3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.